Event description:
It was reported that the customer used a brand new (B)(6) aaa battery on the insulin pump. There was a motor error during rewind. Customer was asked to return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed the motor test. All the operating currents are within the specification, no unexpected low battery, failed battery test or battery out of limit alarm noted. The device was received with minor scratched display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.